Event description:
Allegedly revised due to subluxation.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. The user facility has not been identified, therefore, no medwatch 3500a can be requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00002. The following dates are estimated. Only the year is known: date of event, implant date, explant date.